Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. Low pacing impedance was noted to have occurring on the right ventricular (rv) lead. The alert was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.